Manufacturer narrative:
Remaining product from packaging delivered to (B)(6) on (B)(6) 2017 and shipped to (B)(6) on (B)(6) 2017. One product unit of roapm20, lot 009050, was evaluated for its characteristics. The visual characteristics ¿ color, mixture and uniformity ¿ appeared normal for roapm product. The handling characteristics were very good. The putty was moldable to various shapes, and typical for roapm product. A device history review was performed and no related non-conformances were noted. Roapm20 ¿ lot 009050 was produced using dbm lot odb-0221600, cancellous lot oba-0221600 and carrier lot 313600. Shop order record indicates that the mixing formulation, dbm, and carrier type are correct. Handling evaluation of the lot sample, as part of the lot release requirements, is acceptable. The complaint was not verifiable, as there were no manufacturing deviations identified with the lot that could cause or contribute to the reported event. Roapm20, lot 009050, was found to have acceptable handling and manufacturing characteristics. No probable cause could be determined.

Manufacturer narrative:
Device was discarded by the customer.

Event description:
The doctor reported that a patient had immediate socket grafting (roapm20) done in tooth location #20 & 21 on (B)(6) 2017. The patient returned on (B)(6) 2017 with severe pain, similar to dry socket pain. Loss of graft/non-integration was evident despite covering the site with crisscross sutures & resorbable collagen dressing. The extraction of the allograft was straight forward.